Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of fever, hypersensitivity/allergic reaction, and pain are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that a promus rx stent was implanted on (B)(6), 2010. A xience stent was implanted on (B)(6), 2010. The patient was experiencing symptoms of high fever, weakness, and chest pain and sought consultation from an allergist. The patient started to experience the pain towards (B)(6) of 2010. The patient was told by the allergist she was allergic to chromium. The patient had not been tested for allergies to nickel, chromium or polymers prior to placing the promus rx stent. The patient was taking blood pressure medication as well as plavix, which was discontinued. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The unknown xience v stent is being filed under a separate manufacturer report number. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.